Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline trace pe noted prior to the procedure. Venous access was obtained and a challenging transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman fxd curve access system (was) was advanced into the left atrium. A pigtail catheter was used during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and positioned at the laa then subsequently deployed. Several recaptures and repositions of the wds were made, and ultimately the device did not meet release criteria, so it was removed. The physicians re-performed the tsp, and a 24mm wds was inserted, advanced, and deployed in the laa. Several recaptures and repositions were made to get an acceptable device position, and the 24mm wds was subsequently implanted. After release, a final tee sweep was performed and a small to moderate pe was noted by the right atrium and right ventricle. A pericardiocentesis was performed and 300cc of fluid was removed. Blood pressure remained stable. The procedure was concluded. The patient was observed overnight at the hospital and will be discharged home the following day post index procedure.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a baseline trace pe noted prior to the procedure. Venous access was obtained and a challenging transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system. A watchman fxd curve access system (was) was advanced into the left atrium. A pigtail catheter was used during the procedure. A 27mm watchman flx pro closure device and delivery system (wds) was inserted and positioned at the laa then subsequently deployed. Several recaptures and repositions of the wds were made, and ultimately the device did not meet release criteria, so it was removed. The physicians re-performed the tsp, and a 24mm wds was inserted, advanced, and deployed in the laa. Several recaptures and repositions were made to get an acceptable device position, and the 24mm wds was subsequently implanted. After release, a final tee sweep was performed and a small to moderate pe was noted by the right atrium and right ventricle. A pericardiocentesis was performed and 300cc of fluid was removed. Blood pressure remained stable. The procedure was concluded. The patient was observed overnight at the hospital and will be discharged home the following day post index procedure. It was further reported the baseline trace pe was localized to the right atrium pre-procedure, and the pe worsened as a result of the index procedure. Tee sweeps were performed periodically throughout, and no change was noted until post procedure. The patient was discharged home.

Manufacturer narrative:
B5: information added.